Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo clip 5mm clip applier. The instrument was received partially applied with one remaining clip. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. The clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap chole, clips fell out of the clip applier unintentionally. They pulled another clip applier which work without issue. No patient injury noted.